Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak. Explantation surgery of a lap-band port was performed as there were "cracks in the tubing and port." Follow-up findings: the "patient presented to [the] clinic and stated that the patient noticed an abrupt loss of restriction. The port was accessed. There was supposed to be 6.2 cc in the band and only 4.6 cc could be aspirated. A fluoroscopy, endoscopy and dye test was performed." The surgeon noted that the "dye injected showed extravasation." The port was explanted and replaced.